Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the system parts including cautery pedal to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that when the surgeon attempted to activate cautery, a message appeared indicating that an activation switch, button, or pedal was pressed when the system powered on. The staff first attempted to resolve the issue by rebooting the erbe, checking foot pedals in the drawers, and reseating energy cables, but the problem persisted. A bovie pencil was noted to be plugged in but not in use. The staff then powered down the system, disconnected the vision side cart (vsc), and utilized another vsc to resolve the issue. The procedure was converted to another dv system with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: patient demographics cannot be provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause could be attributed to the defective foot pedal. This issue can be resolved by replacing the defective foot pedal.